Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/ chamber and also alleged kidney failure, headaches, pneumonia and respiratory infections. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturere previously incorrectly reported b1 as product problem, b2 was mistakenly unmarked, h1 as malfunction and health effect- impact code was incorrectly noted as 2199. After review, adverse event should be marked on b1, other serious or important medical event should be marked on b2, h1 should be marked as serious injury and health effect- impact code should be 4614. All these b1, b2, h1 and health effect- impact code is correctly updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to visualization of particles in tubing/ chamber and also alleged kidney failure, headaches, pneumonia and respiratory infections. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector, dc jack color insert. Unknown contaminate was observed inside the top and bottom enclosures and inside the ui and rear panels. Hairlike substance was observed on the blower. Liquid ingress was observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. Observe dust/dirt contamination in the airpath, likely from a source external to the device. The device's event logs were downloaded and reviewed by manufactuer. The manufacturer found 1 error code. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 were updated in this report.